Event description:
It was reported that the customer experienced intermittent issues of the insulin gauge displaying an amount different than expected. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.